Manufacturer narrative:
The complaint is confirmed. One (1) device was received in unopened original packaging. The reported catalog and lot number was verified. The device was visually inspected without the use of magnification, for a minimum of (10) seconds, at a distance of (12) to (18) inches. No obvious defects were found. The device was then dye leak tested per procedure which indicated that the packaging of the device did have a breach, the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The instructions for use (IFU) advises the user that these devices should be inspected before and after each use. Sterility guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139105ext, ultraclean electrodes, extended insulation for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.